Event description:
The international customer reported the ventilator would operate on battery power but not on ac power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The service engineer confirmed the reported problem. The service engineer replaced the power supply to address the reported problem.